Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) ar-1927bct suture anchors sutures broke. This occurred during a rotator cuff repair on (B)(6) 2022 after passing both suture tapes they went to them and when they pulled down the suture tore. The first anchor remained securely in the patient. The second one when the sutures pulled out it backed out. The case was completed by passing free sutures, and pulling down to the swivelock. There was no patient effect.